Manufacturer narrative:
The customer¿s report of holes in the tubing was confirmed. Visual inspection of the set noted that there was a 2.1 mm slice in the smallbore tubing above the distal smartsite. Functional testing confirmed leaking from the hole during gravity infusion. The cause of the leak was determined to be a slice in the tubing. The cause of the slice is unknown.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there were holes in the tubing of a cardizem drip that was infusing while the patient was in ir. There is no report of patient harm.